Event description:
Same case as user facility medwatch (B)(4). It was reported following a radio frequency ablation procedure, the fast cath introducer detached and separated. When the floor nurse attempted to pull the sheath from the right femoral groin, the introducer separated into 2 pieces. Via x-ray the portion of the device that remained in the pt appeared to be sitting in the subcutaneous tissue and in the femoral vein. The pt was taken immediately to be operating room for removal of the remnant of the sheath. The pt tolerated the procedure well and was taken to the recovery room in satisfactory condition. Additional info was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - one 6f fast-cath introducer was received for evaluation in two pieces. The section with the hemostasis body was labeled "a" and had a shaft length measurement of 1.25 inches. The remaining section of the sheath was labeled "b" and measured 4.25 inches. The sheath portion of the introducer (section b) was received in a specimen container with an unk fluid inside. There was visible evidence that a cut had initially occurred in the shaft. There was a flattened section proximal of the tip end of section a. Microscopic examination revealed the sheath had been stretched which elongated the material and caused it to ultimately break. A nick made by a sharp instrument was observed in the shaft which caused the shaft to propagate. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.